Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the guidewire ptfe coating was seen to be peeling. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. Functional inspection was not performed as defect was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that after taking it out of package, the operator found the coating peeled off. The guidewire was returned for analysis, peeled ptfe was noted to the proximal end of the guidewire. There is no indication that the guidewire was used with the introducer, therefore it is probable that the ptfe coating may have been damaged during the removal of the guidewire from the dispenser hoop. An assignable cause of handling damage will be assigned to the reported and analyzed damage of the guidewire ptfe coating peeling as this issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. .

Event description:
It was reported during the preparation, the subject guidewire ptfe (polytetrafluoroethylene) coating was found peeled. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event

Event description:
It was reported during the preparation, the subject guidewire ptfe (polytetrafluoroethylene) coating was found peeled. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event